Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented for a follow-up in clinic after receiving a vibratory alert, backup vvi caused by radio frequency interruption was observed. The device was restored and the patient was stable following.